Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20711633/20759443/7080842.

Event description:
It was reported that the patient developed an infection. All components were explanted. No further information has been obtained despite good faith efforts.